Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the ai board and the bdu cpu board. The unit passed entended self testing. There was no patient harm reported.